Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up in clinic, noise was observed on the right atrial lead. The noise was not reproducible with isometrics or pocket manipulation. Patient was asymptomatic. Programming changes were made. The patient is in stable condition and has been monitored trough remote transmission since the event.